Manufacturer narrative:
This serves as a corredtion for mfg report as the g3 (date received by mfg) correct date should be 3/26/2024.

Manufacturer narrative:
This serves as a correction as the section g3 (date received by mfg) for the report 2954323-2023-45766 deemed invalid.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed on the returned reader and no damage or evidence of too hot to hold was observed. No corrosion was observed. Returned reader did not power on with button, strip, or universal serial bus (usb) insertion. Visually inspected the returned usb charger and usb cable and no damage was observed. Performed a load test on the usb charger and measured (4.78v) within the specified range of (4.75v-5.25v). Performed a continuity test on the returned usb cable using a cable tester and no problem was found. The returned reader was sent for further investigation and de-cased. Visual inspection performed on the de-cased reader¿s printed circuit board assembly (pcba) and no evidence of "too hot to hold" was observed. Unable to perform power consumption test due to blank screen. An extended investigation was also conducted. Performed a visual inspection on the returned reader and no signs of corrosion was observed. However, damage to the backlight driver ic was observed. Using the flashlight test, the home screen was visible but the backlight was out indicating failed backlight. The reader passed self-test, and sensors were activated and scans were taken, indicating no out of box failure. The reader with the backlight off draws less current than a normal working reader, making it unsuitable for sleep current specification comparison. The adc is unable to continue investigation as reader is no longer in its original condition or a condition to perform functionality testing. Therefore, no further investigation can be performed due to another issue encountered during testing. The DHR for the libre reader indicated by the serial number provided by the customer and kit pack for verification of correct cable and adapter was reviewed. The dhrs showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.

Manufacturer narrative:
The customer's product has been retuned for investigation. A follow-up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their adc device is too hot to hold. No further details are available at this time. It is unknown if the customer's device was too hot to hold during use or while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event. Issues involving thermal events occurring with adc freestyle libre and libre 2 readers is associated with report of corrections and removal number 2954323-02/09/23-001-c, submitted to the FDA on 09-feb-23. Adc field action fa1005-2023 was issued to the us 09feb23.